Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 75% stenosed target lesion was located in the mildly calcified and moderately tortuous proximal end of the left anterior descending artery. A 3.50mm x 15mm emerge balloon catheter was used for pre dilatation. An unspecified stent was then deployed at the lesion. The physician performed a kissing balloon technique with this complaint device and a non bsc balloon catheter to post dilate the lesion. Upon the third inflation, the balloon ruptured at 10 atmospheres. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 75% stenosed target lesion was located in the mildly calcified and moderately tortuous proximal end of the left anterior descending artery. A 3.50mm x 15mm emerge balloon catheter was used for pre dilatation. An unspecified stent was then deployed at the lesion. The physician performed a kissing balloon technique with this complaint device and a non bsc balloon catheter to post dilate the lesion. Upon the third inflation, the balloon ruptured at 10 atmospheres. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the emerge catheter was received inside an emerge shelf box that matched the information on the device. Magnified inspection revealed a longitudinal tear in the balloon wall from the proximal to distal end of the balloon. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).